Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb). Field service engineer (fse) to download software. Covidien was not authorized to service the ventilator.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.